Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death is a known observed and potential patient effect as listed in the rx acculink instructions for use (IFU). Although a conclusive cause for the reported death and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2013, the acculink stent was implanted with excellent results. On (B)(6) 2015, the patient was admitted to the hospital for chest pain. Coronary angiogram revealed stenosis in the left main (lm) and left anterior descending (lad) coronary arteries. A non-abbott stent was implanted. Approximately 15 minutes post stenting, the patient developed marked bradycardia and was gasping for breath. Advanced cardiopulmonary resuscitation was started which included medications, shock and cardiac pacing. Thrombus was noted in the lm and lad. Thrombectomy was performed, but the patient was in asystole. There was no evidence of pericardial effusion and the resuscitation attempts were discontinued. There was no additional information was provided.

Event description:
It was reported that on (B)(6) 2013, an acculink stent was successfully implanted in the right internal carotid coronary artery lesion and on (B)(6) 2013, the patient was discharged home. On (B)(6) 2015, the patient was scheduled to have a stent placement due to multiple blockages, possibly cardiac. That same day, the patient passed away due to an unknown reason. There was no additional information provided.